Event description:
Account reported they are getting discrepant results for bicarbonate and bun assays. The incorrect results were not used to guide patient therapy. The field service representative was unable to determine a cause for the discrepant results.